Event description:
It was reported that this patient's right ventricular (rv) lead showed an out-of-range (oor) pacing impedance measurement of over 3000 ohms. Previous measurements and after were within normal limits. Technical services reviewed the case and noticed a lead safety switched that occurred a week prior to the oor measurement date. Ts recommended to performed further evaluations on this patient's rv lead as lead fracture was suspected. Eventually, this rv lead was surgically abandoned and replaced due to pacing inhibition, high pacing thresholds, oor pacing impedance measurements and conductor fracture. Reportedly, the patient did not suffered asystole due to the pacing inhibition. No additional adverse patient effects were reported.